Event description:
The pt was implanted with a left ventricular assist device. The pt experienced right ventricular infarct post-lvad implant. The pt received an rvad, but never recovered. The pt expired.

Manufacturer narrative:
The pt expired and an autopsy was not performed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.